Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the distal end of the instrument shaft was broken. Due to the noted damage no functional testing was performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged instrument shaft may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the stomach in the second half of the operation during a laparoscopic esophagectomy, the stapler was able to fire but made a loud cracking noise. When removing the second staple to load the third staple, the black loading ring on the proximal end of the shift had snapped in half and could not be used for the third reload. A new stapler was used. There was no patient injury.